Manufacturer narrative:
The hand piece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device overheating could not be duplicated. Service and maintenance were completed on the device, and it was returned to the customer.

Event description:
It was reported by an asr the hand piece overheated while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.